Event description:
It was reported that customer experienced broken pump screen that resulted in unreadable and unresponsive touchscreen. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.